Event description:
It was reported that the pump was not delivering bolus doses. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. A faulty keypad was identified through functional testing. The keypad was replaced.